Event description:
It was reported by the rep the device was used during an open nissen fundoplication. It was reported the clips did not close properly. The distal tip of the clip was crossed on some. Other clips did not close all the way at the base. The rep asked the surgeon if he closed the clips all the way and the surgeon thought he had. The rep was in the case. The other multiple clip appliers were used without incidence to finish the case. There was no consequence to the patient.